Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 15-nov-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc complaint database and identified as complaint (B)(4).

Event description:
Avanos medical received a single report that referenced nine different incidents, which were associated with separate units, involving two different patients. This is the seventh of nine reports. Refer to 2026095-2018-00135 for the first patient. Refer to 2026095-2018-00136 for the second patient. Refer to 2026095-2018-00137 for the third patient. Refer to 2026095-2018-00138 for the fourth patient. Refer to 2026095-2018-00139 for the fifth patient. Refer to 2026095-2018-00140 for the sixth patient. Refer to 2026095-2018-00142 for the eighth patient. Refer to 2026095-2018-00143 for the ninth patient. Fill volume: unknown. Flow rate: unknown. Procedure: unknown. Cathplace: unknown. It was reported that a patient experienced a fast flow associated with the use of an infusion pump. There was no reported patient injury.

Manufacturer narrative:
One used device was returned for evaluation. Flow testing was performed, and no fast flow was observed. The complaint could not be confirmed. All information reasonably known as of (B)(6) 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.